Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all drawers and the fridge had failed and were unable to recover. The customer opened the back panels, and rebooting the station did not resolve the issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) checked the pyxi bus network and found it was not connected. Firewall settings were compared with a nearby station and confirmed to be enabled. Fse unplugged all pyxi bus cables from the communication sled except for auxiliary1, and the auxiliary1 devices were detected. Fse then reconnected the remaining pyxi bus cables sequentially until all devices were detected. All pyxi bus cables were cleaned and reseated, and no issues were found with any drawers, the remote manager, or the tower. The system functioned as intended after the field service engineer repaired the device.